Event description:
The physician reported to the company representative that after placing the device in either the far posterior or far anterior corner and successfully deploying a fastener, he relocated the device to a second position approximately 230 degrees opposite the first fastener and attempted to retract tissue. The helix disengaged and in attempting to reengage, he was unable to move the retractor. He removed the device and as he inserted the next device, the physician saw that the inside of the patient's esophagus was perforated. The device was removed and the patient was transferred to another hospital for treatment. The patient has responded well to the treatment. Upon examining the device, the physician described that a pin had exited the posterior side of the tissue mold just distal to the esophyx2 logo, between the junction of the elbow and the 1st link.

Manufacturer narrative:
Additional information this is an additional information supplement to medical device report 3005473391-2009-00003. The firm finally gained access to the device for visual examination and determined the device failure was caused by overstressing the device well beyond the design limits of the tissue clamping mechanism either during, or after the procedure. The patient recovered and continues to do well.

Manufacturer narrative:
Supplemental report will be provided pending a third party evaluation of the device.